Event description:
The customer reported the system's images were poor and uninterpretable. No report of patient injury.

Manufacturer narrative:
No conclusion can be drawn as repair information is unavailable. However, no reports of patient or staff injury were reported.